Manufacturer narrative:
There was a leak in the balloon and inflation was not performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sprinter legend rx ptca balloon catheter was used to treat a moderately tortuous, severely calcified lesion exhibiting 90% stenosis in the proximal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that inflation difficulties occurred and that a balloon burst/leak occurred during inflation. The patient is alive with no injury.